Event description:
During an in-clinic follow-up, episodes of noise which resulted in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Insulation damage was suspected, but not confirmed. No intervention was performed. The patient is stable and will continue to be monitored.